Manufacturer narrative:
(B)(4). Additional information: cartridge, one piece sled, drivers, pan. The analysis found that one ecr60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Additionally the cartridge pan was noted to be damaged and partially dislodged from the left distal end. No further functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the last firing (about the sixth or seventh firing) the surgeon was using green reload with seam guard. Surgeon had also used green with seam guard on the previous firing without any issues. He fired the device which appeared completely normal, however when he opened the jaws, he could see that some staples on the patient side had not formed and still had straight legs and there were still some staples in the cartridge that hadn't deployed at all. Surgeon opened another green with seam guard and using the same powered device; he stapled slightly inside the defective staple line. This appeared to work without any issues. The surgeon commented that this will cause the sleeve to be slightly tighter at the proximal part of the sleeve then he would have preferred. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Additional information was requested and the following was obtained: please clarify the product code? The issue was with the reload as when the device was changed to a new reload the device worked. Only the reload was available for return.